Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found it completely unpackaged and stained with blood. A hair-like fiber was taped inside the opened inner complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on the evaluation of the returned product. Although the source of the hair-like fiber cannot be determined, it was introduced during manufacturing because it was located in the inner sterile packaging. The root cause of the reported issue is attributed to a manufacturing error. Complaint is addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when opening the implant to field, the tech pulled open the second inner sealed lid and noticed a hair wrapped around the poly liner. Surgeon demanded a new implant. No additional information.